Event description:
Female consumer via e-mail stated that the oral-b toothbrush heads came loose from the oral-b genius 9200 toothbrush hand piece mid-brushing. No injury was reported. 16-jan-2022 follow up via e-mail: the concomitant product was oral-b crossaction toothbrush heads. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via e-mail stated that the oral-b toothbrush heads came loose from the oral-b genius 9200 toothbrush hand piece mid-brushing. No injury was reported. 16-jan-2022 follow up via e-mail: the concomitant product was oral-b crossaction toothbrush heads. No injury was reported. 11-feb-2022 case update: the suspect product lot was bc811231144. No injury was reported. 15-mar-2022 case update: the concomitant product was oral-b power power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
18-mar-2022. Product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.